Event description:
It was reported the zkb00 model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). Due to complaints of lens malfunction, the iol was explanted in a secondary surgical procedure and replaced with a non-j&j iol. There was no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy during the lens exchange procedure. Patient status post-lens exchange is unknown. No further information is available.

Manufacturer narrative:
Additional information: section b-3: date of event: unknown/asked information unavailable. The best estimation date is between (B)(6) 2024 (iol implant and explant dates). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 medical device problem code: 1069 although lens malfunction was reported, it is unknown what the reported issue is for lens malfunction in reference to the explanted intraocular lens (iol). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 28-may-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: half of the lens was received in a gauze. The lens was inspected under magnification. The complaint lens was received cut in half with one half missing. The lens presented with damage and a spectrum on the haptic that was within specification. Based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.